Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the head up valve was stuck. The technician replaced the head up valve to repair the bed.